Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the guidewire was kinked. The proximal and distal welds were intact. The returned guide wire was kinked 285mm from the proximal tip. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.792 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked in one location on the body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) was kinked during puncture on the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) was kinked during puncture on the patient.